Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast reconstruction with a 750cc artoura breast tissue expander experienced right sided deflation post procedure. As a result, replacement with a new 750cc artoura breast tissue expander was performed on (B)(6) 2020.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 15, 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 9371285, and no non-conformances were identified. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according with mentor procedures, and a tear was observed at the union between shell and suture tab, located at 3 o¿clock. Microscopic examination was performed, and the cause of the rupture could not be identified. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).